Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/25/2021. H.6. Investigation: bd received 20 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for failure to detach with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode failure to detach. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder the needle and/or holder separated or spun out. The following information was provided by the initial reporter and translated to english. The customer stated: when using the device "the needle has been left in the vein several times with the removal of the holder. Furthermore, the needle has sometimes become so tight in the holder that we can no longer get the needle out of the sleeve. And regularly, there's blood in the holder."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® brand pronto¿ quick release needle holder the needle and/or holder separated or spun out. The following information was provided by the initial reporter and translated to english. The customer stated: when using the device "the needle has been left in the vein several times with the removal of the holder. Furthermore, the needle has sometimes become so tight in the holder that we can no longer get the needle out of the sleeve. And regularly, there's blood in the holder."